Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported fluid exposure to her insulin pump. The customer's blood glucose was 583 mg/dl. She was treated with needles. Customer stated she was under the impression the insulin pump was waterproof. She reported that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.